Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, a 2-way silicone ch 16 urinary catheter was placed on a man on (B)(6) 2026. The balloon was inflated to 10 ml, according to the manufacturer's recommendations. Two hours after placement, leakage was noticed and there was an absence of urine in the collection bag. The patient ended up soiled.